Event description:
Per the clinic, the patient experienced a skin infection and subsequently was treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on june 21, 2022.